Manufacturer narrative:
Tested with a test p-cap and the test p-cap locked in place. Unit received with partially missing retainer. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay and peeling end cap address label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had a reservoir goes chipped and ring came off and was unable to lock in place when inserted into pump. The customer¿s blood glucose level was 150 mg/dl at the time of the incident. The customer was advised to need to replace the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.